Manufacturer narrative:
Initial MDR 1219913-2023-00062 was filed on mar 28, 2023 reporting an outside the united states customer observed elevated discordant results for four patient samples on atellica im ca 19-9 lot 517 when compared to lower result obtained using lot 514. Additional information on may 04, 2023: the customer observed high quality control (qc) and patient sample recovery when using atellica im ca 19-9 lot 517. Quality control (qc) data from the customer's analyzer indicates ca 19-9 lot 517 was recovering on the high side when the samples were tested. Siemens recommended repeating the comparison with kit lots 514 and 517 testing samples side by side. Siemens is unable to evaluate this complaint further based on the information provided. The cause of the issue with the patient sample bias being higher than expected cannot be determined with the information provided. Based on the investigation, no product problem was identified.

Manufacturer narrative:
An outside the united states customer observed elevated discordant results for four patient samples on atellica im ca 19-9 lot 517 when compared to lower result obtained using lot 514. The interpretation of results section of the atellica im ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer observed elevated discordant results for four patient samples on atellica im ca 19-9 lot 517 when compared to lower result obtained using lot 514. It is unknown whether the results generated with lot 517 were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im ca 19-9 results.